Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken in conclusion: inpen passed all required testing. No anomalies were noted and all functions tested ok. Dose log/report data inaccuracy or leadscrew anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported no insulin is dispensed when the injection/dose button is pushed. The customer reported blood glucose value of 107 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-105nnblna, mmt-8060. Troubleshooting was performed. Instructions were provided to resolve the issue, no escalation required. Customer tried another needle and primed inpen to resolve the issue while screw was difficult to retract. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device was returned for analysis. The customer will discontinue using the device. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices.